Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device had a communication error. The event occurred, during preparation for a therapeutic 4k surgery. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to ric but the information obtained from this complaint and investigation results did not identify the cause of the occurrence. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a communication error. The event occurred during preparation for a therapeutic 4k surgery. The procedure was completed using a similar device. There were no reports of patient harm.